Manufacturer narrative:
Although, this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product. Chemical testing of the returned sample showed the product met all shelf life limits.

Event description:
A female pt reported experiencing an eye infection while using renu with moistureloc multi-purpose solution. She went to a hospital and was diagnosed with iritis in the left eye. She was given treatment of gentamicin 1 gtt q4h and hydrocodone 1-2 tabs prn. No further info was provided. Although requested, no add'l info was received from the hosp at this time.